Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the perfusionist was calling because a short time ago the pump had alarmed system error 7. The intensive care unit staff reported to him that the pump continued to pump without interruption, but one of the nurses powered the pump off and then back on. According to the perfusionist the nurse called him to see if they needed to do anything else. The perfusionist called the clinical support specialist (css) to find out if they needed to switch to a different pump. The css first verified that the pump is currently pumping and that it is providing good support for the patient. The css confirmed that the pump had not alarmed again. The css explained to the perfusionist the system error 7 alarm and that he does not need to switch out the pump. Additional information received on 2 aug 2015 stated that a different perfusionist was calling with the same patient and pump as the call from yesterday. The perfusionist said that it was reported to him that the patient was having runs of v-tach through the night that would last several seconds. It was reported that the pump would "stop pumping" during these events. It did not change triggers or attempt to pump on any of the ectopic beats. The staff switched the pump out for a different pump and no longer had issues after that. The pump they are now using is triggering appropriately with no issues. There are no current issues going on. The css verified that the current pump is currently running and providing good support. The css and perfusionist discussed the most recent issue. He was instructed to call the hotline with any issues they have with the pumps, even if they are able to resolve the issue themselves. The perfusionist sent the original pump to biomed to be checked out. The patient was transferred in 2 days ago and is stable.

Manufacturer narrative:
(B)(4). Device evaluation: the display head assembly and display head cable were returned for evaluation. Visual inspection of the display head assembly was performed and found display locking lever mount broken. Visual inspection of the display head cable was performed and the connector shell of the display head cable was cracked. The display head assembly was installed onto a known good intra-aortic balloon pump (autocat2w) and functional evaluation was performed. The pump was powered up successfully without any alarms or errors. Every button on the display head was pressed multiple times (wait for 10 seconds on each press) when the pump was on. No alarms or errors occurred. The pump was then left to run for two hours with no issues. The display head was shaken while the pump was pumping with no alarms or distortion observed. The display head in question passed functional testing. Visual inspection of the display head assembly internal hardware was performed and no abnormality was found. All connectors were properly seated. The continuity test of the display cable was performed using the digital multimeter and passed. The display cable was installed into the known good iabp. See other remarks section for device evaluation continuation. Other remarks: the display cable made a secure connection at both ends and the pump powered on normally with no errors, the display cable was then flexed at various points including the connection at the display head and the connection at the time meter plate with no errors or display distortion observed. The pump operated as intended with the display cable in question installed. A device history record review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaints of "triggering difficulty and system error 7 alarm" are not confirmed. The reported problems could not be replicated during the functional test. The damage to the display head assembly and display head cable was noted during visual inspection; however, it did not affect the functionality of the parts. The display head assembly and display head cable both passed the functional test. The cause of the reported complaints is undetermined.

Event description:
It was reported on (B)(6) 2015 that the perfusionist was calling because a short time ago the pump had alarmed system error 7. The intensive care unit staff reported to him that the pump continued to pump without interruption, but one of the nurses powered the pump off and then back on. According to the perfusionist the nurse called him to see if they needed to do anything else. The perfusionist called the clinical support specialist (css) to find out if they needed to switch to a different pump. The css first verified that the pump is currently pumping and that it is providing good support for the patient. The css confirmed that the pump had not alarmed again. The css explained to the perfusionist the system error 7 alarm and that he does not need to switch out the pump. Additional information received on 2aug2015 stated that a different perfusionist was calling with the same patient and pump as the call from yesterday. The perfusionist said that it was reported to him that the patient was having runs of v-tach through the night that would last several seconds. It was reported that the pump would "stop pumping" during these events. It did not change triggers or attempt to pump on any of the ectopic beats. The staff switched the pump out for a different pump and no longer had issues after that. The pump they are now using is triggering appropriately with no issues. There are no current issues going on. The css verified that the current pump is currently running and providing good support. The css and perfusionist discussed the most recent issue. He was instructed to call the hotline with any issues they have with the pumps, even if they are able to resolve the issue themselves. The perfusionist sent the original pump to biomed to be checked out. The patient was transferred in 2 days ago and is stable.